Manufacturer narrative:
(B)(4).

Event description:
Territory business manager contacted dexcom on (B)(6) 2016, on behalf of the patient, to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on 02/10/2016. The sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring(cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016.